Event description:
It was reported to boston scientific corporation on march 15, 2006, that a jagwire was placed into the biliary tract through a tandem catheter during a procedure performed in 2006. According to the complainant, the guidewire coating peeled. It was noted that peeling also occurs when using the endoscope and trying to cannulate into biliary tract.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.